Event description:
Ac power was lost in the or for a split second. The "ac fail" light lit up and stayed lit even after power was returned. Although ac power was being supplied, the machine entered its battery backup mode. About one half an hr later, all electronic battery operated monitoring systems shut down. Rptr believes that the machine was being supplied by ac and battery at the same time. When the battery runs below a certain voltage, the machine will shut down regardless whether it has ac power or not. The pt was manually ventilated while the machine was unplugged and reset.